Event description:
While the field service engineer (fse) was at a customer's site troubleshooting an unrelated event, the fse discovered a non-functioning differential mix motor on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the non-functioning motor to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).